Event description:
Patient placed on the ventilator and the ventilator alarmed patient disconnect. Therapist checked circuit and system not ventilating. Patient placed on another ventilator. Patient was being bagged by rn while therapist was troubleshooting system. No patient harm.